Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a gradual increased in shock impedance measurements, including high out of range measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The terminal portion of the lead was returned, severed approximately 7 centimeters (cm) from the terminal end. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
The terminal portion of the lead was later returned. There were no further complications reported while the lead was in service. No adverse patient effects were reported.